Event description:
It was reported the hand piece no longer meets specifications for phase margin, impedance and frequency. Device used during a laparoscopic cholecystectomy. Another hand piece completed case. No pt consequence.